Manufacturer narrative:
(B)(4). It is unknown if the device involved in this complaint is available for investigation. Teleflex has requested this information. The device has not been received by the manufacturer at the time of this report. Therefore, a visual, dimensional and functional inspection of the device could not be conducted since the product was not returned. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Teleflex will continue to monitor feedback from the customers on issues related to low flow on water bottle products. If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "we encountered issues with this device. The flow is very low." Alleged issue reported as detected during use. There was no report of patient injury or consequence.